Event description:
The reporter indicated that he is able to inquire and obtain programmed parameters, but is unable to receive telemetry. He is also unable to perform any temporay tests, or perform back up reset. The pt was cardioverted, on top of the generator site. The device is to be replaced.